Event description:
A malfunction was reported on the pump, and there were no notable events occurring prior to this issue. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions to reset the pump, assisted the caller with the process, and confirmed that the malfunction code did not recur after the reset. The customer was informed that they may continue to use the pump and to call back if the issue reappeared.